Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) made a clicking sound upon powering on" was confirmed during the functional testing. The customer's complaint that the autopulse platform briefly displayed an error code was unable to be verified because the autopulse platform failed during the power-on-self-test, and the archive data could not be downloaded. The technical evaluation revealed that the root cause of the reported complaint was a failed processor board, which was likely attributed to failed component(s). Upon visual inspection, no physical damage was noted. Unable to perform functional testing due to the device failed during the power-on-self-test. Upon powering up the device, the lcd had a blank screen, and the reset clicking sounded repetitive. No archive download would be achieved due to the device failing the initialization. The processor board will need to be replaced to remedy the reported issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that their autopulse platform (sn (B)(6)) made a clicking sound upon powering on and briefly displayed an error code. The user was not able to note down the displayed error code. No further information was provided. Patient use information was requested, but no additional information was provided.